Event description:
Pt has had several feeding bags with the same complaint, first occurrence was on (B)(6) 2013 and the second occurrence was on (B)(6) 2013. Mom initially called our office on (B)(6) 2013 and informed the clinician that when formula is poured into the feeding bag, the tubing fills automatically without squeezing the teardrop on cassette. Tubing fills all the way to end and, per mom, the only way to stop the tubing from filling was holding the end of the tubing up higher than the bag against gravity. Bag had just been opened and was being filled for first use. Clinician had mom try another bag and the same thing happened. When mom tried a third bag, the problem did not occur, bag worked normally. All bags were from same box and had same lot number. Two replacement bags were sent to the home and the two defective bags were picked up and brought back to phs we were able to verify both complaints. On (B)(6) 2013, mom called back and spoke to another clinician. Once again, she had another feeding bag that was doing the same thing as the two bags did on (B)(6) 2013. A replacement bag was sent out and the defective bag was picked up from the home. We were able to verify the complaint and bag was sent back to manufacturer. All three bags were from the same lot number: cf1315102.